Manufacturer narrative:
Technical support asked customer to replace with new substrate and repeat daily check no errors. On 12/6/16 customer called to report a low shift with their br 19990 tm qc. The substrate bh issue resolved with fresh substrate. They decon'd 2 wks ago and last week service was performed. Alignment was done and saw a shift up but now qc is trending lower. The field service engineer (fse) was dispatched to customer site. On 12/8/2016 the fse confirmed problem reported. Thje fse found debris in sample nozzle. Tje fse cleaned nozzle and verified operation. The most probable cause of the reported event were debris in sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, the customer reported bh flag issues with their aia-2000 analyzer. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.